Event description:
On (B)(6) 2011, a respiratory therapist reported to an ikaria clinical specialist that the inomax ds ((B)(4)) alarmed system shutdown 5 times while on a patient. The device was rebooted each time. There were no issues linked to the setup or unusual application of the device. The reporter stated there was no harm to the patient and no adverse event occurred. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2011, an respiratory therapist reported to an ikaria clinical specialist that the ino inomax ds ((B)(4)) alarmed system shutdown 5 times while on a patient. The device investigation is complete and results follow: the root cause is a system error caused by a segmentation fault. This is related to firmware resident on a cpld. This root cause was determined by examination of the service log. The device functioned as designed to interrupt nitric oxide delivery and alarm when such an error is detached. The main circuit board was replaced and the device functioned to specifications.